Event description:
It was reported that an ilet appeared unresponsive with a black screen, and the user believed the device had shut down. The user later charged the device and subsequently resumed use without further issue. No reported adverse clinical effects. Outcomes included no need for alternative therapy, no alarms, and no hospitalization. Investigation included review of device usage data and user troubleshooting. Investigation of this case revealed normal function after recharging, consistent with device shutdown due to depleted battery rather than a device malfunction and user not reverting to alternative therapy. It was concluded, based on previously established findings for similar reports, that the cause was user oversight leading to battery depletion.